Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h4: the expiration date, and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. Dsm reviewed all related device history records and risk documentation associated with (B)(4) ¿related to plate broken during trimming¿and no discrepancies were identified. The product was observed to have broken into many small pieces with irregular edges. The entire returned product was broken into small pieces, and therefore it was not possible for dsm to replicate the failure during the investigation. The team assessed the failure and identified an issue during sintering as the most likely source of the brittleness observed during use of the device. Dsc testing was conducted on samples from each of the returned products in addition to a device deemed representative of an acceptable product. Test results did not provide conclusive evidence to explain the failure of the items returned in this complaint. The dsc peak observed for the broken product was similar to the acceptable product. The source of this failure could not be reached to demonstrate that it is related to a dsm controlled operation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the synpor sheet 50*50 t0.8. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for part # 08.510.120s, lot # ds7006079; and no non-conformances were identified.

Manufacturer narrative:
(B)(4) additional narrative: additional product code: ftl, gwo. Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was reported that during trimming prior to rhinoplasty surgery, the plate was broken. The material of the product lot was more brittle and thinner than ever used ones, which was different from the previous ones. The patient outcome was stable. This complaint involves one (1) device. This report is for (1)synpor sheet 50*50 t0.8. This is report 1 of 1 for complaint (B)(4)